Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative was able to replicate the reported event and cleaned all the connections in the host module. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 7, 2005. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming contacts in the host module. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut down on its own during setup for surgery. All procedures were canceled. There was no patient involvement.